Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing low blood glucose. The customer's blood glucose was 49mg/dl, treated with milk. The customer stated she has been active and has not eaten properly. The customer was advised to contact health care provider to follow up regarding the blood glucose. The customer's current blood glucose was 169mg/dl. Customer declined to continue troubleshooting, due to her bolus wizard not showing the bolus was delivered.